Manufacturer narrative:
Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, occlusion test, sleep current test, active current test and self test. No unexpected pump error 53 alarms noted during testing however, the formatted history file confirmed pump error 53 alarm (line number 16384 file number 147). Problem isolated to the electronic assembly. Pump error 4 and pump error 63 confirmed in device history with variable (03) due to broken trace at u1 keypad assembly (pins 1 & 6). No pump error 130 alarms noted during testing. Device failed the force sensor test due to moisture damage on the motor. Moisture damage was also found on the electronic during visual inspection. P-cap/reservoir locked properly in place. Device received with pillowing and cracked keypad overlay at select button.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had multiple insulin pump error alarms. Customer was able to clear the alarms and able to complete rewound the insulin pump. Customer stated they performed a self test and test did not passed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.